Event description:
Carbofix carboclear x (new system) had a tulip break off from the screw. This is a brand new system that continues to have quality issues. The screw was broken once the tulip snapped off and needed to drill the screw out leaving debris in the pedicle. FDA safety report ID # (B)(4).